Event description:
Complainant alleged that the medics were attempting to defibrillate a pt, but the device would not discharge. The medics attempted to shock the pt a total of 4-5 times, but the device continued not to discharge. The medics then obtained another device and defibrillated the pt. The pt subsequently expired.